Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing on stored electrograms (egm), and the right ventricular (rv) lead had triggered an audible alert for high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.